Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/9/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a spinal fusion on an unknown date where a reservoir was connected to a drain. After surgery, when collecting exudate, the reservoir could not be locked in the ward. The latch was broken, so another new reservoir was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: product sample received for analysis. Tie too long analysis review. During sample evaluation this was discarded since tie was properly assembled. Broken plate analysis review. Sample received was evaluated. Locking mechanism and lower side of the bottom plate were broken. It was not possible to lock the reservoir. When the plate is broken, plate remains open and it's not possible to assemble a sample with a broken plate at the manufacturing line. Therefore other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Defect reported by customer was observed, due to sample reviewed had locking mechanism and lower side of the bottom plate broken; based on the present analysis, it is determined that the reported complaint was observed, however is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.